Event description:
It was reported via voluntary medwatch mw5157605 that a patient experienced chest pain and pneumothorax which incurred in two hospitalization days. After an atrial fibrillation pulse field ablation case was completed, a right pneumothorax was noticed in the patient. The patient had complained of chest pains post-procedure and that the physician had ordered chest x-rays for the patient. It was confirmed via x-ray that the patient had a right pneumothorax. The physician informed them that the patient stayed an extra two days at the hospital and was then discharged to go home. The patient was last reported to be in stable condition. The reporter noted that there were no bwi ablation catheters in use for the procedure.

Manufacturer narrative:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device malfunction reporter, initial reporter was reported as anonymous. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.